Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported jumping into a swimming pool while wearing her insulin pump. The device worked for a while afterwards, but when customer changed her infusion set and rewound the device, it alarmed. She said when she went to bolus, the numbers kept scrolling on their own. There is also a brown spot on the bottom of the device. Customer's blood glucose is 475 mg/dl. She treated with a manual injection. The alarm history could not be checked because device was stuck in the rewind sequence. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. No ramping numbers or scrolling bar moving anomaly noted. Insulin pump alarmed during prime and basic occlusion test, unable to prime during the prime test due faulty force sensor. Insulin pump unable to perform occlusion, the excessive no delivery test due to prime and fill anomaly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, broken pump belt clip slot and stained end cap sticker. Moisture damage was found on electronic and motor assembly.